Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for the architect syphilis tp reagent lot number 02284be01. Tracking and trending report review for the architect syphilis tp reagent determined there were no related trends. A retained reagent kit of lot number 02284be00 ( which contains the same bulk material as lot 02284be01) was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the used lot was negatively impacted, and no false non-reactive results were obtained. Manufacturing documentation was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customers issue. Based on the investigation, no systemic issue or product deficiency was identified for architect syphilis tp reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that false nonreactive architect syphilis results of 0.72 and 0.74 s/co were generated for two twin patients ((B)(6) females). Results using alternate methods (mindray, colloidal gold and tppa) were all reactive. The mother of the twin patients tested reactive for syphilis. No adverse impact to patient management was reported.